Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopy assisted distal gastrectomy, during the transection of the duodenum, there was poor staple line distally. The staple line was fixed by suturing.